Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of a longevity estimation error was confirmed in the laboratory. There is a window near battery midlife where fluctuating battery voltages can cause the programmer to temporarily over-estimate the remaining longevity. A longevity calculation was performed and found to be within the expected limits. Battery depletion was not premature.

Event description:
It was reported that the patient presented to clinic for device follow up and premature battery depletion was suspected. It was later noted that the initial longevity estimate might have been an overestimate and current estimate is more accurate. Data anomaly was suspected. The device was explanted and replaced. The patient is doing well.